Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Accolade tmzf trunion breakage inside patient. Implant failed and revision surgery was carried out.

Event description:
Accolade tmzf trunion breakage inside patient. Implant failed and revision surgery was carried out.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event confirmed through visual inspection of the provided photographs. Method & results:  -device evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted stem, shell and head, the stem is fractured at the trunnion. Blood is visible on the stem,shell and head. It is unknown if the shell and head are stryker products. -clinician review: no medical records were received for review with a clinical consultant   -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of crack/fracture was confirmed through visual inspection of the provided photographs. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.